Event description:
Hand control displayed running on battery power, not ac. Called manufacturer service rep, could not duplicate problem, bed returned to service. Three weeks later, issue recurred, called manufacturer, vendor service rep on site, replaced power supply board. No patient information available.